Event description:
Customer reported that a pt presented with continued post-op abdominal pain. The pt was returned to surgery two months following initial device implant. It was found that a side of the mesh had come loose and the device was explanted and replaced with competitor product. Adhesions were noted and dissected.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.